Event description:
The hcp reported the pump was replaced in 2006. The pt suebequently developed a post -op infection and "succumbed to post-op complication." The pt had been suffering from dementia and the hcp had decreased the medication to minimal, but the pt "continued to have problems and subsequently died." A follow up report will be sent when add'l info is received.